Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the total daily dose history indicated that it matched the basal and bolus delivery history. No errors, alarms, or warnings were observed in the black box data indicated a delivery interruption. During testing, the pump was exercised for 24 hours on a 2 unit/hour basal program, and the total daily dose reflected accurate delivery. A flow accuracy test was performed and passed. The complaint was not duplicated, and no defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump.